Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis; however, one image was returned. The image appears to show a gradual rise in impedance from approximately 70 ohms to 90 ohms corresponding with an increase in power from 0w to approximately 20w. The ablation power appears to have been cut off shortly after the ablation began. The cause of the reported high impedance and subsequent cancellation remains unknown.

Event description:
During a premature ventricular contraction procedure, an increase in impedance was noted and the procedure was cancelled. Different power settings were tried (15w to 25w), different locations, the patches, the generator and the catheter was exchanged, all with no resolution. The issue could not be resolved and the procedure was cancelled.